Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-36898- device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced six infusion sets cannula kinked event on 26-oct-2024, 1-nov-2024, 9-nov-2024,15-nov-2024,26-nov-2024, 4-dec-2024 the event occurred within three hours of insertion. The insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.